Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one radiographic image depicting a radiopaque catheter. The depicted device appeared to be implanted between the elbow and shoulder of the patient. What appeared to be a kink was observed a few centimeters distal of the molded joint. While what appeared to be a catheter kink near the insertion site was observed, inspection of the submitted radiograph did not reveal the cause of the kink. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion and securement technique. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the 5f dl provena catheter kinked just inside the insertion site. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the 5f dl provena catheter kinked just inside the insertion site. No other information was provided.